Event description:
A customer reported that a device button was unresponsive and the corner of the screen was cracked. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support, and no further information about actions taken was available. The customer was noted to be out of warranty and in the process of renewal.